Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that: a. Was there any surgical delay related to the event? There was not any surgical delay related to the event. B. What was the loosening interface? Was there any cement used? The polyethylene was unlocked or loose from the acetabular cup pinnacle. C. What was the allegation against the cup? The allegation is not against the cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary insert loosening the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that 3 out of the 4 four anti-rotation device (ard) tabs sheared off from the non extended portion of the pinn mar +4 10d 28idx46od.additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Furthermore the rim presents a small portion fractured. The fractured fragments were not returned for evaluation. Also scratches were identified at the surface of the liner most likely caused by the explantation process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: jy2754 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 28idx46od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: jy2754 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: jy2754 and no non-conformances or manufacturing irregularities were identified.

Event description:
Insert loosening. Surgical reintervention to remove the liner and to implant a new liner.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : insert loosening. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the pinn mar +4 10d 28idx46od exhibits signs of deforming and scratches but it could be due for the extraction process. However with the photos received there is no enough evidence that this would cause the liner disassociated from the cup. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinn mar +4 10d 28idx46od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: jy2754 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 28idx46od product code: 121928146 lot number: jy2754 and no non-conformances or manufacturing irregularities were identified. Patient identifier: (B)(6).